Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set cannula was crimped due to which hyperglycemia occurs within one day of insertion. Infusion set was placed in abdomen. High blood glucose level was 391 mg/dl and treated by manual injection. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city:(B)(6). Patient country: united states.